Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2022-13896. It was reported that the patient's leads migrated. As result, one of the leads was explanted and replaced resolving the issue. It is unknown which lead was replaced so both are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.